Manufacturer narrative:
The device was returned to olympus and the following reportable malfunction was found: panel switch is out of order. Based on the results of the investigation, it is likely the panel switch is out of order is due to a component failure of the control panel. However, a definitive root cause could not be established. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the olympus flushing pump panel switch is out of order occasionally. There was no patient involvement.